Event description:
It was reported that the procedure was to treat in-stent restenosis in the right coronary artery. The 3.5 x 8 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The balloon catheter was advanced without issue and inflated to 12 atmospheres (atm); however, a balloon rupture occurred. The nc trek was removed without issue. Angiography noted that a portion of the balloon material was left in the anatomy. A retrieval device was used to remove the balloon material. A new nc trek was used successfully to complete dilatation. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was returned for analysis. Subsequent information revealed that the complaint device was discarded and the device used successfully was inadvertently returned for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.